Manufacturer narrative:
The reported event was confirmed by the service technician.it could not be determined what caused the bent tip. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during setup, prior to a surgical procedure the tip of the device had pieces had broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup, prior to a surgical procedure the tip of the device had pieces had broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.